Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a thoracic aneurysm using conformable gore® tag® thoracic endoprosthesis. During device deployment, the distal side of the device slightly moved proximally, but no endoleak was detected and the procedure was completed without any issues. Postoperative follow-up examination showed that the distal side of the device migrated to the proximal side. The patient was monitored. On an unknown date, at the most recent follow-up examination, a distal type I endoleak with aneurysm enlargement was confirmed. On (B)(6) a reintervention was performed. An additional stentgraft was implanted to the distal side to treat a distal type I endoleak, but there was a lack of device apposition at the distal side. The distal type I endoleak was not completely resolved and the patient was decided to be monitored. Reportedly that the length of distal landing zone was short at the index procedure. The migration into the aneurysm was possibly occurred due to the aortic bending.